Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in the catheter kinked during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the nurse punctured successfully, the pressure in the blood vessel was high after the needle core was withdrawn, causing the hose to be clamped, resulting in blockage, and the hose was discounted. Received an update from the sales representative, and the description of the incident was updated as follows: the nurse punctured successfully, the blood returned normally, the needle was withdrawn, and the hose was discounted.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in the catheter kinked during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the nurse punctured successfully, the pressure in the blood vessel was high after the needle core was withdrawn, causing the hose to be clamped, resulting in blockage, and the hose was discounted. Received an update from the sales representative, and the description of the incident was updated as follows: the nurse punctured successfully, the blood returned normally, the needle was withdrawn, and the hose was discounted.